Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. She used several batteries but was unable to the clear the alarm. Customer's blood glucose level was 535 mg/dl. She was tired. The customer was off the insulin pump since last night. The customer took the battery out at a funeral and the sensor started to go off. The device was not returned.